Event description:
It was reported that device contamination occurred. A 6f guidezilla ii guide extension catheter was selected for use. It was reported that device was contaminated. There were no patient complications.

Event description:
It was reported that device contamination occurred. A 6f guidezilla ii guide extension catheter was selected for use. It was reported that device was contaminated. There were no patient complications. It was further reported that there was no device issue. Prior to the procedure, user handling resulted in the device becoming contaminated.